Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced discomfort at the their ipg site due to the ipg flipping in the pocket. The physician believes the ipg is moving due to patient weight loss. As a result, surgical intervention may be pending.

Event description:
Follow up revealed that the issue has been resolved.